Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Information references the main component of the system. Other relevant device(s) are: product ID: m450001b022, serial/lot #: 3.3.2, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the thermal therapy system was not receiving all images for the procedure. It was reported that only two images of the 2-plane temperature map (tmap) sequence pulled into the application software. It was reported that the therapy system would display it was awaiting the third slice, however the system would not pull the information and would time out. It was noted that the connection status bar displayed images were transferring and scans were visible on the thermal therapy system and showed in two planes. Troubleshooting was conducted which included closing the session and restarting the tmap, copying the tmap from the protocol and restarting, disconnecting the access-I connection on the therapy system and scanner, running a single plane tmap, rebooting the therapy system computer, and adjustment of tmap settings. It was noted the single plane restored functionality until adding a second plane caused a recurrence. It was noted that rebooting appeared to have resolved the reported issue and the physician elected to continue with the single plane.  There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. Logs showed no apparent cause for the described issue. The issue had not been encountered since. A comment from the field rep reads "I believe the various problems we¿ve encountered on the xa platform have been resolved by either closing the exam and starting another and if that didn¿t fix it, rebooting the scanner." H6: b01, c10 and d02 apply to the software analysis above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.